Manufacturer narrative:
(B)(6). (B)(4). Multiple products were implanted including product ID:(B)(4) product ID:(B)(4) it is unknown which device contributed to reported event. Neither the device nor applicable imaging devices were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015: the patient with discitis underwent posterior fusion from l3 to the sacrum with the use of the medical devices (spinal screw, etc.) (B)(6) 2015: backout of the spinal screw in the left side of the sacrum were noted. Reoperation will be performed within a few days. No patient complications were reported as a result of this event.